Event description:
The customer contacted stryker to report that their device is difficult to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Section h5, labeled for single use of the initial medwatch report indicates: yes; section h5, labeled for single use of the initial medwatch report should indicate: no. Section h6, health impact code grid of the initial medwatch report indicates: no health consequences or impact, 2199; section h6, health impact code grid of the initial medwatch report should indicate: no patient involvement, 2645. Section h11, additional mfg narrative of the initial medwatch report indicates: "stryker evaluated the customer's device and verified the reported issue. The buttons on the device were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use."; section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker service representative evaluated the customer's device and verified and duplicated the reported issue. The device's main keypad was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.".

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The buttons on the device were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is difficult to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.